Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited atrial loss of capture. The patient was seen on may 2nd, but the reported loss of capture was unable to be reproduced. No plans for intervention have been set .